Event description:
It was reported that the user requested their pump target be set to 120 mg/dl at all times and experienced a low glucose event during the call; the user stated they were 88 mg/dl, took a glucose tablet, and then observed a rapid rise consistent with overcorrection, while the agent explained the system¿s automated range of 70¿180 mg/dl and recommended use of activity mode before the call ended. Symptoms included hypoglycemia with user-reported neuroglycopenic and adrenergic awareness below 100 mg/dl. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and suggested user behavior and carbohydrate treatment likely contributed to the reported low followed by rebound hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.